Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, patient was pre-operatively diagnosed with neural foraminal stenosis at l4-5 and l5-s1. Degenerative disc disease at l4-5 and l5-s1. Spondylolisthesis at l5-s1 and underwent the following procedures: l4 and l5 decompressive laminectomies, right and left l4-5 and l5-s1 facetectomies. L4-5 and l5-s1 discectomies. Resection of lateral recess stenosis over the exiting l4 and 5 roots bilaterally. Resection of lateral recess stenosis affecting the exiting right and left s1 roots bilaterally. Harvesting of autologous bone graft from facet joints and lamina. Pedicle screw fixation at l4 to s1. Use of frameless stereotactic guidance for pedicle screw placement. Use of intra-operative fluoroscopy, less than one hour. Posterior interbody fusion,l4-5 and l5-s1. Placement of interbody cage system posteriorly, l4-5 and l5-s1. Posterolateral fusion at l4 to s1. As per op-notes, ¿after completing a discectomy, the interspace was prepared using the interbody cage system. This was done both at l4-l5 and l5-s1. At l5-s1, 8 mm x 22 mm peek cages filled with bone morphogenic protein were placed into the interspace, distracting the interspace somewhat. At l4-5, 12mm * 26mm cages were filled with bone morphogenic sponges and placed into the interspace, countersunk approximately 2-3mm.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.